Event description:
It was reported that the anchor broke during procedure. Please note that it was confirmed that all pieces were retrieved

Manufacturer narrative:
*Note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: a 3.2 drill bit is used to enter the reelx into the tibia, and at the end of the impaction it is evident that this anchor collapses. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) hard bone or 2) excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke and potentially remains in the patient.